Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulties inserting cartridges on the pump due to an unknown issue with the pump housing. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.